Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name resume tl; product ID 3986a (lot: n317583); product type: 0200-lead; implant date (B)(6) 2012; brand name resume tl; product ID 3986a (lot: n317580); product type: 0200-lead; implant date (B)(6) 2012: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported medical history: that they had a spinal cord stimulator originally that the hcp took out because it wasn't working and they had so many surgeries because the lead kept breaking and it didn't help for their pain anyway so they took it out.